Event description:
It was reported that an altitude alarm occurred on the customer's insulin pump. There was no adverse impact to the customer's blood glucose level. The customer's insulin delivery was suspended due to the alarm, and they attempted several troubleshooting steps, including cleaning speaker holes and replacing the pump cartridge. Despite these efforts, the alarm persisted, leading technical support to decide on replacing the pump and cartridge. The customer was instructed on how to store and return the malfunctioning pump and was advised on setting up the replacement pump. A backup insulin pump was used to ensure continued insulin delivery during this process.